Event description:
A patient reported blood glucose results of 140 mg/dl with a lifescan meter and 101 mg/dl with a one touch basic meter (invalid comparison), performed within 10 minutes of each other. Meter and test strips were replaced.